Event description:
The st. Jude medical representative reported that the patient received inappropriate therapies due to t-wave oversensing as a result of lead dislodgement. The patient requested explain of both the ICD and lead.